Event description:
It was reported that the patient developed an infection after recent generator replacement surgery which occurred on (B)(6) 2015. The patient¿s generator was explanted on (B)(6) 2015 as a result.

Manufacturer narrative:
Manufacturer device history records were reviewed. Review of the manufacturer device history records confirmed sterilization for both the generator and lead prior to distribution.